Manufacturer narrative:
Further information was requested but could not be provided.

Event description:
It was reported that the patient's right ventricular lead exhibited high defibrillation impedance. Further information was not reported. The patient's condition was unknown.